Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Corroded motor and electronic assemblies were noted during the visual inspection.

Event description:
It was reported that the customer received a button error alarm on the insulin pump after the customer went in the pool with the insulin pump on. Her blood glucose level was 202 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.